Event description:
It was reported a screw was unable to be placed in the patient as intended due to the device issue. The device frame was unstable and the center silver screw kept disengaging. Force was used with a mallet to help secure central threaded screw and stabilize the frame so that the screws could be targeted. The tibia screws were not lined up on the frame even after the frame was stabilized probably due to the force used to secure the central screw in the plastic frame. The distal screw in the tibia was eventually placed but the proximal screw was never able to line up correctly and therefore it was left out. It is reported that although the event occurred during a procedure there was no patient injury.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history was performed for (B)(4). The manufacturing lot is f925 and it has been manufactured in april 2014. The nail support device (pn (B)(4), lot # fch5) was returned for evaluation to (B)(6). As reported lot number does not match with lot of the returned item, a review of the device history is so performed for (B)(4) and manufacturing lot fch5 that was manufactured in (B)(6) 2015. No anomaly relative to this issue can be found. A review of the complaint system was performed. This is the second incident reported to newdeal about a disassembly in two part of support device during surgery for the past two years. As instruments pn (B)(4) is reusable instruments and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, about (B)(4) panta nail have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. It is the first recorded for lot f925. Lot failure rate is also reevaluated for lot fch5. It is the second recorded for lot fch5. Conclusion: given the description of the event and the observations made during the investigation, the root cause of the incident is a damaged instrument. No anomaly was observed during review of quality records.